Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a software error detected (pump error 53) and the motor arm cannot communicate with the main arm (pump error 4). Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1885. The customer reported receiving a pump error. The customer was able to clear the error and successfully complete fill cannula delivery test. The customer received a request to rewind the pump and can complete the pump rewind. The timing of the pump error alarm was during the basal. The error table indicated that the pump requires replacement no harm requiring medical intervention was reported. Mmt-1885 was requested and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test and self test. No pump error 53 or 4 alarm during testing. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. Thump software was utilized and downloaded trace/history files properly. In further analysis in the pump history found pump error 53 alarm (file number: 617, line number: 101) on 03/29/2024 at 11:35:13.000 followed by pump error 4 alarm on 03/29/2024 at 11:35:13.000. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. In summary, pump passed all required testing. Pump error 53 and 4 alarm confirmed in the pump history, problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.